Event description:
N/a.

Manufacturer narrative:
Tw ID# (B)(4). Updated sections: b4, g4, g7, h2, h3, h6, h10 the device was returned to the factory for evaluation on 09/05/2023. An investigation was conducted on (B)(6) 2023. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the device. The heater wire and gray silicone insulation of the jaws were observed to be intact with no visual defects. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference adapter, reference cable, and reference power supply vh-3010 at level 2.5. The device failed the pre-cautery test; it did not produce visible steam and heat during activations and there was no audible tone produced. An engineer evaluation was conducted on (B)(6) 2023 with the following results: the complaint device was connected to the complaint lab¿s hemopro power supply (c-vh-3010) and hemopro extension cable (c-vh-3030). When the on/off power switch on the hemopro power supply (c-vh-3010) was toggled to the on position and the toggle on the handle of the complaint vh-3500 hemopro tool was pulled back to the activation (power on) position, it was observed that heating element on the hot jaw of the complaint vh-3500 hemopro tool did not heat up which is not normal. The electrical continuity of the complaint vh-3500 hemopro tool was tested using the complaint lab¿s multimeter (calibration ID# (B)(4)). The electrical continuity of the complaint vh-3500 hemopro tool was tested with the toggle on the handle of the complaint device pulled back to the activation (power on) position. There was electrical continuity through the complaint device, which is normal, but this contradicts the fact that the complaint device will not heat up when activated. Next, the complaint vh-3500 hemopro tool was first inspected externally and then the handle was opened to determine the cause of the heating element on the jaws not heating up when activated. There was evidence of clinical usage observed on the heating elements of the jaws. After opening the handle of the complaint vh-3500 hemopro tool, the shrink tube covering the solder joint between the pigtail connector common wire and the wire from the heating element was removed to enable testing the electrical continuity thru the switch and heating element. With the switch lever depressed to the activated position, the electrical continuity was found to be normal thru the switch and the heating element. With the complaint vh-3500 hemopro tool connected to the hemopro power supply, which was switch on, the voltage between the common and normally open switch terminals was measured using complaint lab¿s multimeter. The voltage reading started at the normal 5.5 vdc but the voltage quickly dropped and kept dropping which is not normal. The voltage drop could be caused by a bad electrical connection between the pigtail connector on the complaint vh-3500 hemopro tool and the hemopro extension cable (c-vh-3030). To investigate further, a new unused pigtail connector (part #rm7001046, batch #3000330273) was obtained from manufacturing. The new pigtail connector was connected to the complaint vh-3500 hemopro tool using test cables. The new pigtail connector was connected to the hemopro power supply (c-vh-3010) and hemopro extension cable (c-vh-3030). Next, the on/off power switch on the hemopro power supply (c-vh-3010) was toggled to the on position and the switch lever was depressed to the activation position. The heating element on the hot jaw heated up which is normal. This result shows that there is an issue with the original pigtail connector on the complaint vh-3500 hemopro tool that prevents it from making an electrical connection with the hemopro extension cable. The internal diameter of the three receptacle holes on the complaint vh-3500 hemopro tool pigtail connector were measured using gauge pins. The internal diameters of the three receptacle holes were found to be 0.060 inches which is below the minimum specification diameter of 0.067 inches. This is acceptable because the pigtail connector holes are crimped after final testing to insure a tight fit with the pins on the hemopro extension cable. The receptacle holes on the complaint vh-3500 hemopro tool pigtail connector were visually inspected. The visual inspection could not determine what was preventing the electrical connection with the hemopro extension cable. Based on the results of the evaluation and the engineering evaluation, the reported failure "failure to deliver energy" was confirmed. The lot # 3000324409 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 burner would not turn on when activated. Switched out kit and use same cord and worked. No delay. No injury.